Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A data lot was downloaded and reviewed. During log review, there was no observation of a loss of connection. It was observed that the receiver and transmitter did not pair successfully. Due to not pairing successfully it may be interpreted as a loss of connection. However, the reported event of a loss of connection was not confirmed. A root cause could not be determined.